Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked and chipped by the front right and left bottom corners. Left and right plunger cases have cracks with visible contamination. Event history log review was performed and found force sensor test error found in ehl. Visual inspection, power up process and calibration verification testing were performed. According to the investigation, the reported problem was duplicated during power up process and steady state reading of the force sensor (with no pressure on it) 0= count 0 and - 0.95lbs. The investigation reported that the force sensor error caused by the force sensor be out of calibration due to normal wear. Pump has been in service for over 2 years (last service was done in jan. 2018) without a calibration verification or re-calibration being performed. Investigation recalibrated the pump force sensor and performed power up process and device passed all the functional test. The problem source of the reported problem is normal wear (pump last calibrated over 2 years ago).

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited system fail force sensor test. No reported adverse effects.